Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-aug-2017 from a health care provider (hcp) indicating a catheter fracture was noted in pump pocket during revision procedure on (B)(6) 2015. Additional information provided on 02-aug-2017 indicated report of catheter break/cut. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n168646023, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (10.0 mg/ml at 4.0 mg/day) and clonidine (50.0 mcg/ml at 19.998 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced catheter leakage. An examination on (B)(6) 2014 gave results of 70 cc of clear fluid that was aspirated from the pump pocket. A catheter evaluation done as an intervention on (B)(6) 2014 was noted as abnormal with the pump pocket filled with dye. A catheter revision was scheduled for (B)(6) 2015. The outcome was noted as resolved without sequelae on (B)(6) 2015. The etiology was noted as related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) on 08-feb-2017 indicated the catheter evaluation on (B)(6) 2014 was a catheter access port (cap) contrast study, specifically. The surgical intervention (revision) on (B)(6) 2015 was specified to be of the intrathecal/spinal portion of the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's weight was (B)(6) lbs. The cause of the issue was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.